Event description:
As reported by the study, "subject admitted electively with chest pain on exertion, limiting quality of life. Positive stress test for apical ischemia." This patient had a previous percutaneous coronary intervention (pci) in the mid left anterior descending artery (lad) and 1st diagonal three years prior with taxus stents. One year after that pci with the taxus stents, the same vessel was treated with a 2.5x28mm cypher. When the patient returned during the above noted hospitalization, a 2.75x33mm cypher stent was deployed in the mid lad and a 2.75x23mm cypher was deployed in the diagonal/lad. This repeat pci was listed as related to the cypher implanted after the taxus stents. Additional details regarding the index procedure have been requested. Please note that this device it is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.